Manufacturer narrative:
Concomitant medical products: product ID 3057, lot# unknown, product type screening device; product ID 3057, lot# unknown, product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the doctor had a difficult time placing leads and therefore it was hard for them to get around. No further complications were reported.